Event description:
A caller reported experiencing a cgm error, identified as error 42, with their glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reoccur, and the caller successfully started a new sensor session.